Event description:
This lead was explanted due to inappropriate shock caused by noise. Inconsistent capture, pacing impedance and threshold. Should additional information become available, this file will be updated.

Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut 24 cm distal to the is-1 connector pin. The proximal fragment was received for analysis. The distal fragment including the lead tip and the shock coil was not returned. The visual inspection revealed that the insulation was, apart from the present cut, free of breaches. Further analysis of the proximal lead fragment did not show any deviations which might have led to the clinical observation. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.